Manufacturer narrative:
Citation: bottio et al. Expected freedom from structural degeneration and patient outgrowth for the bovine jugular vein conduit: is it possible to calculate a safe rate for children? Ann thorac surg. 2003 dec;76(6):2167-8; author reply 2168. Earliest date of publish used for event date and death date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding clinical experience with bovine jugular vein conduit in right ventricular outflow tract (rvot) reconstruction surgery in young children. All data were collected from a single center starting in 1999 up to the year of publish in 2003. Two patients (no demographics provided) were implanted with a medtronic contegra conduit (no serial numbers provided). In one patient, death occurred perioperatively after a ross procedure. A cause of death was not provided. A postmortem histological examination revealed the conduit wall and venous valsalva valvular leaflets were well preserved, however immunohistochemistry against leukocytes showed periadventitial inflammation. No further details were provided on this patient. Based on the available evidence, medtronic product was indirectly associated with the death but not with a direct causal relationship to the death. No additional adverse patient effects or product performance issues were reported.